Event description:
In the process if contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt's device was explanted due to infection two weeks post-implant. Investigation to date has been unable to determine whether both the lead and generator were explanted and whether the pt was re-implanted.